Manufacturer narrative:
Pump was received with normal operating currents. No unexpected low battery alarm or failed battery test alarm noted. However, unexpected replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance on the printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit was received with minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed battery. The customer's blood glucose level was 160 mg/dl at the time of incident. The customer reported getting replace battery now alarm and noticed battery was low giving him a thirty minute warning. The customer did troubleshoot the issue and alarm reoccurs. The insulin pump will be returned for analysis.